Event description:
It was reported that the user experienced hyperglycemia with glucose levels above 400 and sustained readings outside target since the prior day while using the ilet with a cannula set (6 mm, 23 in), with no reported alarms and no observed infusion set leaks; the user performed a set change with agent guidance and began trending down afterward. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of backup therapy without need for assistance and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed no device alarms and no confirmed hardware or infusion set failure, and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.